Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient was reportedly externally defibrillated while wearing the lifevest. This damage is consistent with the reported damage.the root cause for the open resistor was the external defibrillation. The lifevest is not defibrillator proof. There is no indication that the open resistor caused or contributed to the inappropriate treatment event. The monitor was functioning properly prior to the treatment event. Device manufacture dates: monitor: 6/3/2015, electrode belt: 12/15/2015. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use (the response buttons were pressed intermittently during the event but not during the treatment sequence that resulted in the defibrillation shocks. The response buttons functioned appropriately). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was nsvt rate above the treatment threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. Non-sustained ventricular tachycardia (nsvt) above the treatment threshold contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm.the response buttons were pressed during the event but not during the treatment sequence that resulted in the defibrillation shocks. The response buttons functioned appropriately. The patient was evaluated at the ER after the event.